Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The meter switched on as expected. The customer service mode was run an no anomalies were found. The returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave as satisfactory performance. The returned meter was then tested with the in-house contour next test strips as in-house breeze2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.